Manufacturer narrative:
The device has been returned to olympus, for evaluation and the customer allegation was confirmed. In addition to what is reported, due to a pin hole, rubber water tightness is lost, rubber has a chip, video connector case and lever have a crack, label on video connector is peeled, the angel wire became longer than normal, and lastly, adhesive around objective lens is peeled. The root cause could not be determined, the investigation is pending. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, during a laparoscopic choledocholysis procedure, the image on the endoeye flex deflectable videoscope disappears during angulation, then reappears. There was a three-minute procedure delay to replace the device to complete the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.